Manufacturer narrative:
The device was returned and visual, dimensional and functional inspections were performed. The reported difficulty to insert the guide wire was confirmed. Additionally, it was noted that the outer and inner member was stretched. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficult to insert the guide wire appears to be related to operational circumstances of the procedure. It is likely that during sheath removal and/or device preparation, the stent delivery system was inadvertently stretched at the guide wire notch area (inner and outer member) resulting in the difficulty to insert or advance the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5x28mm xience sierra stent delivery system (sds) was prepared for use but was unable to load onto the 0.014 inch guidewire; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. Return analysis noted the shaft was stretched. No additional information was provided.